Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years, eight and a half months following the implant of this 29mm transcatheter aortic bioprosthetic valve (tav), severe central aortic regurgitation was reported. Diagnostic imaging was performed to determine whether a redo-tra nscatheter aortic valve replacement procedure, tav-in-tav, was appropriate. Review of imaging showed possible pannus/thrombus and/or leaflet thickening versus inadequate contrast filling seen inside of the tav frame. Additionally, possible plaque/thrombus was observed in the native sinuses. Of note, a possible anomalous right coronary artery was visualized originating from the left coronary cusp. No treatment was reported. No patient symptoms were reported.

Manufacturer narrative:
Corrected data: h6. And additional codes were erroneously omitted from the initial 3500a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years, eight and a half months following the implant of this 29mm transcatheter aortic bioprosthetic valve (tav), severe central aortic regurgitation was reported. Diagnostic imaging was performed to determine whether a redo-tr anscatheter aortic valve replacement procedure, tav-in-tav, was appropriate. Review of imaging showed possible pannus/thrombus and/or leaflet thickening versus inadequate contrast filling seen inside of the tav frame. Additionally, possible plaque/thrombus was observed in the native sinuses. Of note, a possible anomalous right coronary artery was visualized originating from the left coronary cusp. No treatment was reported. No patient symptoms were reported.

Manufacturer narrative:
Updated: b2, b3, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years, eight and a half months following the implant of this 29mm transcatheter aortic bioprosthetic valve (tav), severe central aortic regurgitation was reported. Diagnostic imaging was performed to determine whether a redo-tr anscatheter aortic valve replacement procedure, tav-in-tav, was appropriate. Review of imaging showed possible pannus/thrombus and/or leaflet thickening versus inadequate contrast filling seen inside of the tav frame. Additionally, possible plaque/thrombus was observed in the native sinuses. Of note, a possible anomalous right coronary artery was visualized originating from the left coronary cusp. No treatment was reported. No patient symptoms were reported. Additional information was received that the patient presented with symptoms of dizziness, infrequent chest pain and shortness of breath (sob) approximately seven years and five months post-implant. Treatment was planned to replace the valve with a transcatheter valve.